Event description:
It was reported that there was a separation between the female connector (blue part) and the main body of the twist clamp on a minicap extended life pd transfer set; further described as ¿blue part of the transfer set has come apart from the twist lock¿. This was observed during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation with a beige connector attached to the female connector. A visual inspection with the naked eye noted a female connector was separated from the main body. Functional testing which included leak, clear passage, and clamp function testing was performed and no issues were oberved. The reported condition was verified. The cause of the separation was due to inadequate solvent application to the main body during manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.